Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the suture broke or if the needle broke during the procedure? What was being done when the device broke? (E.g. Removal from package, during passage through tissue etc.)?

Event description:
It was reported that a patient underwent a total hip replacement surgery on (B)(6) 2021 and suture was used. During the procedure, the product broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.